Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that on (B)(6) 2020 x-ray images revealed that the implant was broken namely in the proximal portion at the level of one of the locking screws. There was no patient injury reported.